Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number wpc (B)(4). Litigation alleges that patient experienced hip pain, causing difficulty ambulating and sleeping. Additionally, it is alleged that implant is releasing metal ions into patient's body. Update dec 05, 2017: pfs and medical records received. In addition to what were previously alleged, pfs alleges device failure resulting to injuries. After the review of medical records for MDR reportability, it was stated that the patient was revised to address wear and femoral component loosening. Clinical notes reported of pain, discomfort, restricted active and passive range of motion, antalgic gait and radiographic criteria consistent with loosening of his hip. Laboratory result for cobalt was below 7ppb. Added stem and sleeve impacted products. Doi: (B)(6) 2007; dor: (B)(6) 2012; left hip.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.